Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device availability date was incorrect in the initial report. The date has been updated from 5/13/2019 to 5/14/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device had intermittent operation and the electronic control unit (ecu) was not working properly. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the triggers and ecu function, check the compatibility between colibri/small battery drive (sbd) and colibri ii/ sbd ii and check the function with electric pen drive console. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the small battery drive device was only functioning intermittently when the trigger was depressed. According to the reporter, they were not present at the time of the event; however, the nurse left a note regarding the issue. The reporter stated that they tested the device and found that it would only run intermittently. It was not reported if there were any delays to the surgical procedure. It was reported that the staff opened another small battery drive set and used a different handpiece device to complete the surgery. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.